Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not available for evaluation. The exact root cause cannot be confirmed. The DHR could not be reviewed because no lot number was provided. There is no indication that any manufacturing, design or quality system issues may have led to this event. A non-conformance report was initiated to address the risk level and severity breaching.

Event description:
The user facility reported that a premature ventricular contractions (pvc) procedure was performed via a 9fr pinnacle 10cm sheath and a retroperitoneal bleed occurred. The right ventricle was mapped, and it was determined that the pvcs were coming from the left ventricle. The mapping catheter was removed, and the ablation catheter was placed through the arterial sheath. As the ablation catheter was inserted into the sheath, there was difficulty. The ablation catheter was removed, and the guidewire was inserted with some difficulty through the sheath. The dilator was then inserted over the guidewire into the sheath. After the dilator was removed, the patient's aortic pressure (ao) dropped. An echocardiogram was performed but showed no sign of effusion. The physician stated that they believe that the dilator of the non-abbott sheath pushed through the kink in the side of the sheath wall and through the artery. A computed tomography (CT) angiogram revealed a retroperitoneal bleed had occurred at the superficial femoral artery. The arterial sheath was closed by vascular surgery. There were no performance issues with any abbott device. The patient was stable and was discharged.

Manufacturer narrative:
Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Initial reporter occupation: unknown. PMA/510(k): unknown due to unknown product code and lot number. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination was not provided by the user facility, which prevented a meaningful review of the device history record.